Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument seized or cold welded when doctor advanced a smooth drill pin on power into cutting guide.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this event did not result in a serious injury. Further, this event has not been previously reported.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as this event did not result in a serious injury. Further, this event has not been previously reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.